Event description:
Device eclipse e251750 failed to infuse medication dose on 4 different pts. One pt missed a dose because the failure was not discovered by the pt until the next morning. The other 3 pts discovered the problem in time to use a different container to infuse their dose. Dates of use: does or amount: vancomycin. Frequency: various. Route: IV drip. 2008. Diagnosis or reason for use: staphylococcus aureous infection & various.